Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported surgical intervention may take place for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.